Manufacturer narrative:
D4: the device manufacture (h4) and expiration dates could not be determined. The primary UDI number in d4 is reflective of all available information. G3: there was no patient involved in this event. The PMA # provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the customer had a broken power module battery clip, discovered during a routine battery replacement. The broken battery clip was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the heartmate power module streamline battery clip was confirmed via the submitted photo. The submitted photo revealed the plastic surrounding one of the metal contacts on the streamline battery clip to be damaged. The provided information indicated the event was revealed during a battery replacement and no patient was involved, and the streamline battery clip was disposed of. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 18mar2010. The heartmate 3 instruction for use (rev. B) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate 3 instructions for use, section f, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.